Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had loss of audio issue. The customer¿s blood glucose was unknown. The customer reported that the audio beep test was failed. The insulin pump will not be returned for analysis.